Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user experienced a severe head trauma over the implant site. There was edema over the implant and loss of hearing since then. Re-implantation considered.